Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin were found. The customer reported that the cannula did not insert properly during the activation process. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose measured 400 mg/dl and remained that high for three hours. No correction boluses were reported. When he removed the device he saw that the cannula was never in the skin.